Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an upstream occlusion. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal, scratched lcd lens, and a broken battery compartment. Functional testing was able to duplicate the issue. It was determined that contamination was the root cause. To address the issue, the uso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B5: it was further reported that there was no patient involvement, no patient injury was reported.